Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history record (DHR) review was conducted per comact-165355 (B)(4). Review of the device history records did not reveal any related manufacturing deviations, anomalies or any other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient received a right total knee replacement due to degenerative arthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. The patient received a right total knee revision due to pain, swelling, instability and mechanical aseptic loosening and subsidence of the right tibial component. Upon entering the joint, synovitis and posterior capsule scarring was encountered and removed. Loosening of the tibial component was verified at the cement to implant interface. The patella and femoral component remained implanted, depuy implants and competitor cement were utilized at the revision surgery. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2013. Dor: (B)(6) 2020, right knee.